Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had two pump error 63 alarms. Pump errors occurred when customer was collecting insulin delivery settings from the 640g insulin pump to program the 670g insulin pump as they were advised to do by their hcp. The customer's blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. Frn-unk-rsvr unomed set.